Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection, the video connector contact pins were found to be broken. All other functions tested okay, except the narrow band imaging (nbi) function needed an update. The image was okay with some test scopes, however, not all test scopes could be connected. The user¿s connector issue is attributed to the broken video connector contact pins.

Event description:
The device came in for repair for the video connector not working that was noted during set up of diagnostic procedure, at which time the video connector contact pins were observed to be broken. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no device repair history for this device. The device has been delivered for more than 11 years, and it is assumed that the pin was broken due to the abrasion of the pin receiving the video connector by prolonged use. This makes the signal transmission of the video processors and the scope impossible to work normally.